Event description:
I have developed graves' disease, had to have my thyroid removed. Weight gain, swelling in hands and feet and face. Body aches and pains all the time. Vision issues. Hair loss. Extreme tiredness.